Manufacturer narrative:
Conclusion and justification status: the complaint description states that a corail stem ks 10 got stuck with out fully seating. The device associated to the complaint was returned for analysis. Returned part visually inspected as per test method requirements as identified per sw(B)(4) and found to be within specification. Product code 3l92510, work order 8108306 was manufactured on 29 may 2015. 12 parts were manufactured per specification and all raw materials met specification. There were no nc's or deviations associated with this lot. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
.Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Stem got stuck with out fully seating. The stem was removed and replaced with another stem. This added 40 minutes plus to the operation.